Event description:
I had 20 something ect treatments in 2007. I don't remember the exact number. I was told memory loss would be minimal. I still don't remember most of my life. I have had to start writing everything down and I have to follow written directions for things I have done hundreds of times. Please make doctors be more honest about the lasting effects of ect. Dates of use: (B)(6) 2007. Diagnosis or reason for use: bipolar depression.